Event description:
Pumps frequently alarm with "door/cassette" message. MFR replaced all stock of IV sets for these pumps with a new lot number. MFR's technical support staff had no knowledge of any product problem. High level of frustration among nursing staff and pts. Quality of pt care effected.